Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced non-auditory sensations with device use. The surgeon advised to avoid putting pressure on the implant with the recipient's glasses, however, the issue did not resolve. The recipient was then reportedly advised to discontinue device use.

Manufacturer narrative:
Additional information sections: d.6b & h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly resumed use of the device without any further complaints. The recipient continues to use the device and will be monitored by the facility. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.